Manufacturer narrative:
Batch review performed on (B)(6) 2018 lot 060928/t: 5 items manufactured and released on (B)(6) 2013. Expiration date: (B)(6) 2018 no anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event.

Event description:
Revision due to proximal aseptic loosening of a quadra-c cemented stem 1 year and 2 months after primary. The involved stem was implanted in (B)(6) 2016 during a revision surgery performed due to aseptic loosening in the proximal part of a cemented competitor stem. The surgeon remarked that it can be due to the cement but it is not investigable.